Manufacturer narrative:
Synergy ous mr 3.50 x 38mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The 7 most proximal stent strut rows appeared undamaged and positioned correctly on the balloon. The remainder of the stent was damaged; the stent struts were stretched and bunched in parts. The undamaged section of the crimped stent od (outer diameter) was measured and the result was 0.0430'', this is less than the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found a kink in the mid-shaft section, 15 mm distal from the hypotube to mid-shaft bond. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 3.50 x 38 synergy¿ drug-eluting stent, it was noted that there was no preloaded stent on the balloon. The device never entered the patient's body and the procedure was completed with a synergy ii stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. During preparation of a 3.50 x 38 synergy¿ drug-eluting stent, it was noted that there was no preloaded stent on the balloon. The device never entered the patient's body and the procedure was completed with a synergy ii stent. No patient complications were reported and the patient's status was stable.